Event description:
The manufacturer received information alleging a trilogy ev300 device failed pre-test, active exhalation verification, pilot. There was no allegation of patient harm. The device was not reported to be in patient use. The service technician has been scheduled to be dispatched to lukman for the week of 10/13/2025, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a trilogy ev300 device failed pre-test, active exhalation verification, pilot. There was no allegation of patient harm. The device was not reported to be in patient use. During an onsite evaluation of the trilogy ev300 device, the customer's complaint was confirmed. The technician attempted troubleshooting by conducting the system test, but it failed. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The device passed all functional and safety tests. The device was returned to clinical use with no operational limitations.